Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. Consumer's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, and excessive migraine headaches. She never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2015, one coil of essure was expelled (assumed as (B)(6) 2016). In (B)(6) 2016, a surgery was done to remove her remaining coil. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain amongst non serious events. In or about one month after insertion, plaintiff expelled one of her essure coils. She had not recovered from her symptoms. One month later, she underwent surgery to remove the remaining coil. Increasingly severe pain/chronic pelvic pain and device expulsion are listed in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. There is a risk that the device move out of fallopian tube, this movement could be expulsion (into uterus or out of the body) or migration (fallopian tube or abdominal cavity). Given the temporal relationship and the nature of event, causality between device expulsion and essure cannot be excluded. This case was regarded as incident, since a surgical intervention to removal the remaining coil was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 26-oct-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain amongst non serious events. In or about one month after insertion, plaintiff expelled one of her essure coils. She had not recovered from her symptoms. One month later, she underwent surgery to remove the remaining coil. Increasingly severe pain/chronic pelvic pain and device expulsion are listed in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. There is a risk that the device move out of fallopian tube, this movement could be expulsion (into uterus or out of the body) or migration (fallopian tube or abdominal cavity). Given the temporal relationship and the nature of event, causality between device expulsion and essure cannot be excluded. This case was regarded as incident, because a surgical intervention to removal the remaining coil was required. According to the product technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion ("expelled one of her essure coils"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain,") and migraine ("excessive migraine headaches"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, menorrhagia, back pain, abdominal pain, migraine and device expulsion outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, discomfort, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: date of removal: not removed. (Discrepancy noted) quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion ("expelled one of her essure coils"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain,") and migraine ("excessive migraine headaches"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal pain, migraine and device expulsion outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, discomfort, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. The reporter commented: date of removal: not removed. (Discrepancy noted). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.